Event description:
The pt had an untreated fracture. She was impatient to feel good/wanted to play tennis and ride horses. Pain was too much at cmc joint. The surgeon wanted to remove screws and leave the implant but pt demanded fusion.